Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that errors are reoccurring on arm1. System logs confirm repeated errors reported by universal surgical manipulator (usm) 1_ axes controller, motor (acm). Customer is proceeding with the remaining arms and will disable arm1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using only 3 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received the proximal set up joint (psuj) involved with this complaint and performed the failure analysis. In lighthouse, error 30 was confirmed indicating that the axis controller setup (acu) board reported that the wheel was hit a maximum number of hardware detected errors. Error 25730 was also confirmed, but reported downstream to the universal surgical manipulator (usm) indicating communication errors along the armnet. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The probable root cause is due to an issue with the acu board on the psuj.